Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve gastrectomy surgery, two reloads were not working properly. When the surgeon pushed the green safety button and begin to squeeze, device stopped. The customer pulled the knife and exchange the stapler to complete the case and it worked normally. The patient had blood loss of more than 500 cc, unanticipated tissue loss or irreversible damage, and surgical time was extended by more than 30 minutes.